Manufacturer narrative:
On (B)(6), 2012 an agent informed djo surgical that a patient had a revision surgery to address the post failure of a tibial insert. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information provided in this complaint relating to patient contraindications or physical activity level which might have also contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records showed all devices met critical dimensions and manufacturing specifications when released from djo surgical. A review of the product complaint report history shows two prior complaints associated with this part number, one related to tibial post fracture. This is the first complaint for this lot number. The root cause of this event was reported to be post breakage. The cause of the post breakage cannot be determined with confidence. Several factors can contribute to posterior stabilizing post failure and include: trauma, high activity levels, excessive tibial slope, obesity, wear and high range of motion including; bending, torsion and shear while under load. Wear mechanisms typically associated with total knee arthroplasty include: wear, adhesive wear, third-body wear, delamination, and fatigue. Factors which can contribute to acceleration of wear mechanisms including patient factors, surgical technique, manufacturing methods, design, and time in-vivo. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery- this is the patient's second revision; the posterior stabilized post broke. The first revision was completed in 2006, the original was years prior at the same location.